Event description:
It was reported that the patient's right neurostimulator (ins) became infected. The ins and extension were explanted while the patient's lead remained in place. On (B)(6) 2011 the patient underwent surgery to place a new ins and extension on the right side. When the lead end cap was removed damage to the lead contacts was noticed. It was noted that the suture may have caused damage. The doctor cut off the damaged portion of the lead, stapled the patient's scalp closed, and ended the procedure. It was reported that he planned to replace the remainder of the lead at a later date, however gave the patient the option of not replacing the lead, replacing just the damaged lead, or prophylactically replace the other lead at the same time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead: model 3387-40, lot# j0443929v, implanted: (B)(6) 2004, explanted: unk; extension: model 748251, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012; programmer: model 37642, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The device is included in the urgent medical device correction letter, discussing leads being damaged at the proximal connector end of the lead when the lead cap is used in the implant procedure.

Manufacturer narrative:
Analysis of the lead model 3387-40 lot unknown found breached metal-induced oxidation on the outer insulation. The outer insulation was pinched, possibly due to the suture on the boot. There was cosmetic environmental stress cracking on the outer insulation. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.